Manufacturer narrative:
(B)(4). The product serial number was not provided. Therefore, the device manufacture date is unknown.

Event description:
It was reported that prior to use, a ventilator tidal volume was reading higher than the settings. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information was received. This event no longer meets the requirements for reportability. Please disregard the previous report.